Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was reported the unit stopped ventilating. It was alleged that the patient had respiratory arrest, was cyanotic, had decreased blood oxygen, heart rate, and blood pressure. Reportedly, the patient was disconnected from the unit, manually ventilated, and vital signs improved. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.